Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was not removing the air from their cartridge during the loading sequence. Tandem customer technical support informed customer that is off-label per the user guide. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 458 mg/dl. The customer was treated intravenously with fluids of insulin and saline. Multiple attempts were made to gather the release date but no information was provided. The customer was released with issue resolved and no permanent damage.